Manufacturer narrative:
On 23-jul-2024, additional information was received indicating that the coronary artery dissection was confirmed with an angiogram. Physician did not specify the cause of the dissection, just that it happened during alcohol ablation. The cause of death was cardiac arrest. The patient's medical history is unknown. No stsf was used for alcohol ablation. Catheters used were agilis to cannulate the coronary sinus, a lima catheter, whisper wire and an abbot mini trek balloon. No malfunction of the smartablate generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 30-aug-2024, additional information was received indicating a smartablate irr tube set was also used during this procedure. As such, the device has been added to section d10. Concomitant medical products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a pvi (pulmonary vein isolation) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced coronary sinus dissection. The patient died of cardiac arrest a day after the procedure. The patient underwent a primary case procedure that was pulmonary vein isolation (pvi) with vein of marshall alcohol ablation. The clinical team within the cath lab commented that that the coronary sinus appeared to be dissected during the alcohol ablation, even before mapping with the carto3 system began. All patient vitals were stable at that point and there was no pericardial effusion noted on toe (transesophageal echocardiogram). They proceeded to map the left atrium as per normal procedure with an octaray catheter and pvi was performed using an thermocool® smart touch® sf uni-directional navigation catheter. There were no events of note. The doctor then proceeded to perform a mitral isthmus line ablation, followed by a roof line and a posterior wall box. No events were noted and patient vitals were stable. The doctor decided to proceed to ablating within the coronary sinus, at this point that cardiac physiologist raised his concerns that it may not be safe to proceed as the coronary sinus was dissected earlier. At this point, it was confirmed that the maps on carto suggested that all the pulmonary veins had been isolated and that the posterior wall was isolated and suggested that perhaps this was an acceptable endpoint. However, the doctor decided to proceed with ablation of the coronary sinus, the cardiac physiologist once again raised his concerns. Coronary sinus was ablated, he then went back to reinforce the mitral line with more ablation points. At this point all catheters were taken back to the right atrium and a cti line ablation was performed. The doctor decided to remove the thermocool® smart touch® sf uni-directional navigation catheter from the body and perform a post-ablation map of the right atrium with octaray. Before beginning mapping the patients o2 saturations dropped to 65%. The nurses in the cath lab visualised the patient and described her color as ¿ashy¿. The procedure was stopped abruptly at this point, all catheters were removed from the body and the patient was attended to by a multidisciplinary team. No pericardial effusion was noted on echo. The patient was stabilized and taken out of the lab. The patient passed away due to cardiac arrest the following day. Additional information was received indicating the physician's opinion on the cause of the adverse event was procedure related and the cause of death is cardiac arrest. Patient died less than 24 hours after procedure. Intervention included general anesthesia respiratory support and drug therapy.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4. Catalog: unk_smart touch unidirectional sf d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).